Event description:
It was reported the EKG (electrocardiogram) port seems loose, and there is noise associated with it. The cord container cover is also broken, and the modem/ethernet adaptor is missing. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the EKG connection was loose, the ethernet adaptor was missing and the power cord bay was broken. It was also noted that the fan was noisy, the right hinge bullet was missing, the bezel was cracked in the upper left corner and the lower case was broken.